Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as access site complications and bleeding, are known potential risks or adverse events associated with the overall thv procedure and may require intervention. Access site injuries are a well-recognized complication of the thv procedure in this elderly population with multiple comorbidities. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The thv training manuals instruct the user to determine with CT if the planned aortic access site is free of calcification, allows the sheath to be placed in a straight line, and leaves adequate room between the tip of the sheath and native aortic valve annulus to allow full balloon expansion. Considerations for approach (partial j sternotomy or right mini thoracotomy), access, and stabilization of the site are also provided in the training. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. Per the instructions for use (IFU), bleeding / hemorrhage is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. With the limited information provided, the source of the bleeding is unknown but may be related to the mechanisms above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through the japanese tavi case registry, bleeding from the catheter site occurred during the trans-subclavian tavr procedure with a 23mm sapien 3 valve. There were no vascular complications. The cause of the bleeding was not reported. Although the bleeding was not out of range of usual bleeding during the tavi procedure, the patient developed anemia and it required blood transfusion.